Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was planned prior to surgery for eight vertebrae on levels l12 - l4. The plan was approved, and difficulty of the anatomy was understood. The hover-t was chosen due to clinical indication and surgeon preference. Registration was achieved quickly and accurately requiring two ap and three oblique images. Registration was achieved off of l2 and moved from basic algorithm to validation without any issues or complications. The operation was completed but upon inspection with intraoperative fluoro, it was apparent that a few screws had deviated trajectories. These screws went lateral compared to their planned path. Attempts were made to adjust plan and approval was given by surgeon for adjusted plan. Trajectories were resent but the k-wire placement was still to far lateral and not to the surgeon satisfaction. Ultimately the surgeon decided to freehand the screws that he did not view as satisfactory. No patient harm was reported.